Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt rep. Mentioned the pt's spinal cord stimulator (scs) had to be replaced because one of the leads came detached in 2021.

Manufacturer narrative:
Concomitant medical products: product ID 97715, serial# (B)(4), implanted:(B)(6) 2021 explanted: product type: implantable neurostim ulator product ID 977a260, serial# (B)(4)implanted:(B)(6) 2020 explanted: product type lead product ID 977a260, serial# (B)(4). Implanted:(B)(6) 2020.other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-sep-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #:(B)(4), ubd: 19-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.